Event description:
Consumer called to report getting "hi" on her meter, bolusing herself and passing out. 911 was called and when she woke up, paramedics were working on her. Believes the meter is not accurate.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.